Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the insulin pump was vibrating and had a partial display. The blood glucose reading was 162 mg/dl. The insulin pump passed the self test. The caller also reported blood glucose reading over 400 mg/dl and stated that the customer was treated with a bolus from the insulin pump. He was unable to troubleshoot. The insulin pump was not returned for analysis.